Event description:
As reported, the cutting balloon was inflated and upon removal the physician felt resistance, pulled back and the shaft snapped leaving the distal portion inside the patient. A buddy wire was used to retrieve the distal segment of the catheter. There was no patient complication.

Manufacturer narrative:
The analysis revealed that the shaft had detached 6mm below the rx joint. The distal shaft directly below the rx bond was stretched and twisted. Damage was present on the distal tip of the catheter and one blade was bent at the poximal end. Elongation on the distal shaft was 227mm, rx end was 4mm and blue braid to rx entry was 7mm. Evidence of the bent blade on the proximal end indicates that the blade may have caught on one of the stent struts during the procedure. The analysis could not determine the exact cause of the detachment. The elongation of the distal shaft demonstrates that the catheter was put under force when removal was attempted. The directions for use states: "exercise extreme care when treating a lesion distal to a stent. If the guide wire has passed through a stent cell rather than down the axis of the stent, the deflated cutting balloon could become entangled in the stent. If resistance is encountered when withdrawing the cutting balloon device through the guide, considere removing the guide and the catheter as a complete unit."